Manufacturer narrative:
B3: the event date was approximated to 07/29/2025 based on the patient statement provided by the social media complaint: "and yet I suffered a stroke 2 weeks ago which happened during our dream vacation to europe." D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted. At an unknown date post index procedure, the patient experienced a stroke and required four (4) days of hospitalization. The patient is back on a blood thinner medication. No further details are available.